Event description:
It has been reported to us that the balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon into the patient and inflated the occlusion balloon to occlude the vessel. At some point during the procedure the physician attempted to deflate the occlusion balloon; however, it would not deflate. The physician used the method referenced within the instruction for use and cut the occlusion balloon wire and successfully deflated the occlusion balloon. The patient is reported to be fine.

Manufacturer narrative:
(B)(4)., method, results and conclusions: actual device used in case was evaluated. Visual examination performed. The actual device used in the case was returned and evaluated. Visual examination of the occlusion balloon wire revealed that the wire was cut somewhere distal to the occlusion balloon. The occlusion balloon material was baggy and cloudy indicating use, there was residual contrast media left in the balloon. The cut piece of the occlusion balloon wire with the plug was not returned for evaluation. Test inflation was performed using an in-house components and the occlusion balloon was able to be inflated and deflated successfully. A review of the device history record did not detect any deficiencies within the manufacturing process. The analysis is complete as of today (B)(4) 2012.